Event description:
The clinician reports the implant was inserted 2025(B)(6) in ada 19. On 2025(B)(6), non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.